Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range impedance was noted on the patient's right atrial(ra) lead. Programming changes were made and the lead was turned off. The patient was stable.